Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2022. Batch # unk. Additional information was requested and the following was provided: is it the surgeon¿s typical routine to use 60 mm device on an appendectomy? Yes. Was the mesoappendix and appendix taken in one firing or two separate firings? Yes. What cartridge was used for each firing? Blue. Did the surgeon wait 15 sec between each firing? No. What was found in reoperation and how was bleeding treated? Clips & vistaseal what was the site of the bleeding? Distal portion of staple line and surrounding tissue. How much time was between the original procedure and the reoperation? 24 hrs. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that post-op of a laparoscopic appendectomy procedure that the patient was brought back to the or the same day with a postoperative hematoma and a suspected staple line bleed. Surgeon applied clips and vistaseal to gain hemostasis. Patient currently doing fine.